Event description:
Customer reportedly obtained a result greater than 100 mg/dl on the advantage system and took 6 units of novolog. Customer reports she passed out immediately after taking the insulin. Treatment method was not provided. Requested return of suspect system and replacement was sent.